Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics in the peritoneal dialysis solution (medication, dosage, frequency, and duration not reported) for the event. Dianeal therapies were ongoing. Thirteen days after the initial receipt of this report, the patient was discharged from the hospital. Five days after hospital discharge, the patient was readmitted with abdominal pain and nausea; hospitalization was ongoing. Antibiotic therapy was reported to be ongoing. The patient was reported to continue feeling sick and not doing better. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.